Event description:
The patient felt no stimulation sensation. The implantable neurostimulator was overdischarged. The device was unresponsive to telemetry attempts with the patient programmer, physician programmer, or recharger. Multiple physician mode recharges were performed and all were unsuccessful. The hcp replaced the implantable neurostimulator.